Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to an elevated first metatarsal. Additional information indicates the patient's first metatarsal was completely fused/healed, but elevated and the patient had poor bone quality. The surgeon stated the elevation was not hardware related as the patient had other, unrelated and severe foot deformities. The surgeon chose to remove the tmc hardware and revise the site by doing an open base osteotomy using non-tmc hardware. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the available information, the most likely cause is the patient's anatomy and pre-existing conditions. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00098 and 3011623994-2026-00099.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to an elevated first metatarsal. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event.